Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a malfunction related to device's lcd was observed. The device's lcd display needs to be replaced to address the issue.